Event description:
It was reported that (2) devices were used during a laparoscopic nissen. It was reported by the rep that while going across mesentary and the short gastric vessels, the surgeon heard intermittent solid tones when using the lcsc5 and hp052 luke handpiece. The surgeon regrasped and continued with the case. This happened many times throughout the case. They switched to an old style air cooled handpiece which solved the issue to complete the case. There was no consequence to the patient.